Event description:
Info received indicates the lift has no function until the lift is slightly shaken. Then it would run intermittently and the drive had an unusual noise. A new drive was installed to repair the lift.

Manufacturer narrative:
Parts were returned for the likorall lift and during the investigation, it was determined that the emergency stop on the e-card was broken.